Manufacturer narrative:
Na

Event description:
During a surgical procedure, one side of the grasper tip broke and fell into the patient. The broken piece of the tip was retrieved from the patient. There was no harm to the patient.